Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on february 12, 2013. The lm reports that the root cause could not be identified. The subject device was manufactured before the switch design measure was taken. The power switch damage was caused by an amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. The product was confirmed to have had a design change for the higher durability of the power switch. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The light source was returned to the service center for evaluation. The customer¿s complaint of the ¿power button is stuck¿ was confirmed. In addition, the lamp was noted to have 500 plus hours.

Event description:
The service center was informed that during an unspecified procedure, the power button on the light source was noted to be stuck. It is unknown if the intended procedure was completed. No patient injury was reported.